Event description:
It was reported the patient had a fall. The physician observed a wound at the patient's ipg pocket site. The patient underwent surgical intervention on (B)(6) 2015 where the physician opened the ipg pocket, washed it and sutured it. Further follow up identified the wounds have healed and the issue has resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.